Event description:
It was reported that pump displayed malfunction alarm. There was no adverse impact to the customer's blood glucose level. Technical support assisted customer with resetting pump, malfunction did not recur after reset, pump use was continued, and customer was advised to call back if malfunction alert appeared again.